Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer dialed in remotely and pushed the firmware update. The fse checked under the pockets and found that one pocket had lost the medication associated with it, while another pocket was displaying a medication but was empty with a count of zero and marked as unloaded. The fse reloaded the medication that had lost association with the pocket, swapped the half-height cubie drawer main 3, configured the drawer, reseated the rear connections, and cleaned the e-drawer. The drawer was then tested and passed, and the customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.